Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system bifurcated was implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Vessel morphology from the time of implant is unknown. Currently the vessel morphology was reported as there was disease progression with aortic neck dilatation; the angulation is 90 to 100 degrees. The diameter of the aortic neck is 28 mm. It was reported that the patient presented at a routine follow-up and was compliant with follow up appointments. It was reported that a recent CT revealed that the aneurx stent graft has migrated distally 20 mm with a type I endoleak. The physician implanted an endurant aortic cuff 23x23x49, to threat the proximal type I endoleak and migration of the stent graft. The endoleak was not completely resolved therefore the physician implanted a bare metal stent at the level of the renal arteries, not covering the renal arteries. The proximal type I endoleak was resolved. No clinical sequelae were reported and the patient is fine.